Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, customer's mother, reported that the button on the customer's freestyle libre reader was not working properly. The caller further reported that the customer was feeling unwell, had a headache, and was vomiting, but due to the issue with the reader the customer was unable to perform a test with the reader or obtain a sensor scan result. The caller treated the customer with an injection of insulin (type and amount unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been that there was no indication that the product did not meet specification. A DHR(device history review) for the freestyle libre meter was reviewed and the DHR showed the freestyle libre meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, customer's mother, reported that the button on the customer's freestyle libre reader was not working properly. The caller further reported that the customer was feeling unwell, had a headache, and was vomiting, but due to the issue with the reader the customer was unable to perform a test with the reader or obtain a sensor scan result. The caller treated the customer with an injection of insulin (type and amount unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.